Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56mm in diameter abdominal aortic aneurysm. At implant, the proximal aortic neck was 18mm in diameter and 1mm in length. It was reported that the patient expired. The cause of death is unknown.